Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the cause of the impedances were not known, but there would be no actions taken to resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the manufacturer representative (rep) inquired about understanding why monopolar impedances are ok, but bipolar contacts have low impedances. An image showed low impedance on bipolar contacts 0/1, 0/3, and 1/3. It was reviewed that when impedance values are below 200 ohms, the tablet displays "low" instead of a numerical value and there is potentially a short in the extension or lead. The only way that a short could occur with a monopolar circuit is if the extension or lead wires were broken and touching the stimulator case so current could be conducted directly to the ins case without being conducted through the patient's tissue, which is an unlikely scenario to have a short on any monopolar pair.